Event description:
The reported events were two instances of the same issue and were as follows: during two da vinci-assisted sleeve gastrectomy procedures, the surgeon used ethicon staple line reinforcement (slr) buttress material and there was an unspecified leak. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).